Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. One image was reviewed. The film depicts the vena cava filter. There is no contrast to confirm placement within the vena cava. The filter appears to be fully deployed. Medical records were provided and reviewed. Post filter deployment, an ultrasound right upper quadrant showed stable filter with multiple legs protruding through the inferior vena cava as described on the prior cta two months prior. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for unknown medical condition. It was further reported that post filter deployment, the filter legs had allegedly perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.